Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt "took a bad fall" and was admitted to the intensive care unit. The medication being delivered via the device was baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.